Event description:
The customer complained that because the tape lid microswitch was not properly adjusted, the message 'close tape lid' was displayed by the device and in this condition the device will not allow a shock to be delivered. There was no pt related event reported.